Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the first firing was successful, while preparing for the second firing, the surgeon released the jaws from the tissue after the first firing performed without problem, but found out that there was component projecting from the articulation part of the jaws while checking through the laparoscope. Then the surgeon intended to return the cartridge to neutral position, but it could not return to be straight. Holding the trocar with single hand, the surgeon managed to remove the cartridge out of patient body when pulling it with force. Since the cartridge did not return to be neutral, there was resistance when replacing it, however, it detached when increasing force and the device was able to be used without problem from then. The surgical time was extended by less than 30 min. No injury.